Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized on the same day as the onset and was treated with fortum injection (1 gram, intraperitoneal, frequency was not reported) and forcan injection (1 gram, intraperitoneal and frequency was not reported) for treatment. Treatment was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available .